Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported that the emergency medical services were dispatch for the low blood glucose. The customer's blood glucose was 10 mg/dl at the time of incident. The customer's mother stated that they treated the low blood glucose with food. The customer's mother stated that they were off the insulin pump for less than 48 hours prior to event. The insulin pump will not be returned for analysis.